Event description:
On (B)(6)2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the paint was peeling, label was torn and handle was damaged. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Initial reporter was estates department. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of d4 catalog #, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous d4 catalog # ard568422010c. Corrected d4 catalog # ard568350900/ard568320904. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other . Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer. Corrected h3c if other provide code-explain: none. Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the paint was peeling, label was torn and handle was damaged. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant . The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. Root cause for damaged handle is following: only abnormal use (violent collisions, excessive pressure...) Can damage this device as reported in this complaint. The user manual explain how to check the light heads during daily inspection. To avoid any similar incident, the powerled product must be used according with the user manual information. The product must be repaired before any use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).